Manufacturer narrative:
The biomedical engineer (bme) emailed to report that the central nurses station (cns) spontaneously shut down and could not be turned back on. They replaced the cns to continue patient monitoring. No reports of harm were reported. Technical support (ts) informed the bme they could send the cns in for repair or exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) emailed to report that the central nurses station (cns) spontaneously shut down and could not be turned back on. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) emailed to report that the central nurses station (cns) spontaneously shut down and could not be turned back on. They replaced the cns to continue patient monitoring. No reports of harm were reported. Technical support (ts) informed the bme they could send the cns in for repair or exchange. Investigation summary: evaluation of the returned device was able to confirm and duplicate the reported issue. The cause was identified to be the motherboard. The motherboard was to be replaced to resolve the issue. Failure of the motherboard is likely a result of hardware failure. The hdds were also found to be aging and needed replacement. Hardware failure could come as a result of physical, fluid, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Hdds are mechanical components that can deteriorate over time due to continuous use. Causes of failure include improper handling, file corruption from abnormal shutdowns or viruses, power issues, and wear and tear. Events like power surges, interruptions, or fluctuations can also damage hdds. Additionally, factors like dust, fluid intrusion, and lack of maintenance can lead to overheating and failure. Symptoms of hdd failure may include error messages, device reboots, blue screen errors, or freezing. Replacement of the hard drive might be necessary, although systems with raid (redundant array of independent disks - which puts multiple hard drives together to improve performance) can often be rebuilt using a backup disk. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative

Event description:
The biomedical engineer (bme) emailed to report that the central nurses station (cns) spontaneously shut down and could not be turned back on. No patient harm was reported.